Manufacturer narrative:
The customer contacted the siemens regional support center (rsc). The customer stated that quality controls (qc) on both instruments were within ranges for levels 1 and 3 on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the sample probe 1 (s1) motor vertical coupling and aligned s1 and sample probe 2(s2). The cse ran service method on s1 and s2 bottom of cuvette aliquot probes, and corrected bottom of cuvette for s2. The cse performed aliquot delivery to plate checks. The cse ran qc, resulting within range. The cse returned to the customer site and ran diagnostic, titration testing on the sample 1 and aliquot arm, which all passed. The cse verified that sample baseplate was leveled and checked the baseplate square to aliquot probe, resulting satisfactory. The cse inspected the aliquot drain, and found gel in drain. The cse replaced the aliquot drain and aligned the aliquot probe. The cse performed sample rack tube alignments, verified the aliquot probe to aliquot plate dispense position height, and verified the aliquot probe was centered with drain and vial mixer. The cse replaced sample 1 pump with a new one. The cse ran service method, quick check and qc, resulting all in range. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The first repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.